Manufacturer narrative:
Follow up #1 10/29/2014 correction:the product involved in this complant has been changed to an unknown infusion set.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 12/16/2015 with the following findings: one call service 064 alarm was observed in the pump¿s alarm history. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing multiple call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.